Event description:
It was reported that the customer was having issues with the sensor glucose levels reading being different from the blood glucose levels reading. The customer also reported that the threshold suspend feature of the insulin pump activated. The customer reported that the insulin pump activated the threshold suspend with a low sensor glucose reading when the actual blood glucose level was 174 mg/dl. The customer then received error alerts and ultimately a change sensor alert. Troubleshooting was done. Advised to remove and change out the sensor. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor, found the sensor passed with accurate readings. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.